Event description:
During the receipt inspection of an olympus video system center, it was discovered that an e105 lamp lighting error was present due to a led unit failure. This event did not have any patient involvement.

Manufacturer narrative:
This event was discovered during receipt inspection. In addition to the e105 lamp error code, a battery consumption issue was also noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was highly probable that an e105 error occurred due to a failure of the led unit (wled). E105 is an error that occurs when w-led is disconnected or short-circuited. The phenomenon was replicated in the repair department; however, the cause of the failure could not be estimated. Olympus will continue to monitor field performance for this device.